Manufacturer narrative:
Patient: no consequences or impact to patient. Device: incorrect or inadequate result. Component: monitor. Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the venous oxygen saturation (svo2) reading on the blood parameter monitor (bpm) was 100%, even after re-calibration. This bpm unit was used in extracorporeal membrane oxygenation (ECMO), which occurred in the early minutes of ECMO. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 15-oct-2015: this bpm was being used for ECMO and in the early minutes of ECMO, the svo2 measure of the bpm was displayed as 100%, when the lab analyzed value was about 77%. This was detected by the user, as an issue, as it was clinically obvious the svo2 was not near 100%. Even after a couple in-vivo calibrations, the svo2 was adjusted to match the lab analyzed value, but the bpm svo2 measure quickly returned to 100%. The bpm hematocrit (hct) measure was closely tracking the lab measured hct value. The bpm monitor was changed out and the new monitor functioned adequately and per expectation. The case was completed as scheduled with no delay and no associated blood loss. There was no harm observed.